Event description:
It was reported, the patient became symptomatic with heart rates in the 30-40's beats per minute due to a fractured lead. It was also reported that the lead had impedance measurements of greater than 9999 ohms, no sensing and no capture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received: the device now has a report of early battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event. When the event after the returned product paperwork was received it was discovered that initially the registered right ventricular lead with serial number: (B)(4) was fractured. That serial number was submitted and reported in a timely medwatch report with the manufacture report number 218208000201201139 on (B)(4) 2012. However, the lead that was sent back has this serial number (B)(4), and is registered as the atrial lead and shows an active status in registration. It appears that the leads were incorrectly registered in reverse order and the lead with the fracture, the actual rv lead is (B)(4). The manufacture representative who was involved in the case confirmed this inaccurate registration. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression the lead was flexed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.